Event description:
It was reported that during preparation, anomalies were observed between the laser dot and the adjustment lever, as they were not in the correct positions. These observations were specifically associated with the micromanipulator, as the joystick did not function as expected. The procedure was completed using the original device; however, no details regarding the patient outcome was provided.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The device was serviced onsite by a field service engineer (fse). Testing performed by the fse showed that the indicator light and laser beams overlapped correctly, confirming that the equipment was functioning as expected; therefore, the complaint could not be confirmed. A risk review was completed and confirmed that the event of micromanipulator misaligned was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that during preparation, anomalies were observed between the laser dot and the adjustment lever, as they were not in the correct positions. These observations were specifically associated with the micromanipulator, as the joystick did not function as expected. The procedure was completed using the original device; however, no details regarding the patient outcome was provided.